Event description:
Extra systoles noted on near field iegm that is reproducible, showing noise. Lead remains implanted. Md stated lead will need to be changed out in near future with generator change out. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.